Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid was in use with a patient on a ventilator at a hospital. Upon placement of the tube, it was reported the connection between the ventilator and tracheostomy (trach) tube was normal. However, after six days, the "air bag" was found to be leaking. The trach air bag pressure was also reported to be low and the ventilator alarmed. After attempting to re-inflate, air was still found to be leaking. Therefore, a trach change out was required. Per the reporter, the air bag leak from the trach tube "threatened the patient's life". No adverse patient effects were reported.